Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95.56% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device was returned due to normal battery depletion after 63.5 months. The device was received in a no telemetry no output condition. The device loss of telemetry and all functions were due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The it was determined that the device met specifications for normal operation and normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.